Manufacturer narrative:
D1. Brand name corrected. D9. Is device returned to manufacturer? And date device returned to manufacturer added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery in an 84-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage c, with a history of known coronary artery disease. The care team reported a console error with disappearing waveforms, requiring an automated impella controller (aic)¿to¿aic transfer. The reported events are controller failure, placement signal issues, device revision or replacement, and hemodynamic instability. The aic will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.